Event description:
Device malfunction: none. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a 6fr sheath (non-abbott) was inserted through a previously placed starclose clip but was changed to a 7fr sheath (non-abbott). The physician had difficulty advancing the sheath and felt "sheering" was possible. Upon removal of the device and sheath, difficulty was experienced. Counter traction was used to remove the device from the pt anatomy and hemostasis was achieved using a femostop. There were no adverse pt effects reported. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.